Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
A fracture was discovered in the hawkone nosecone after initial advancement. There was plaque in the nosecone so the physician did not want to cut again for fear of embolization. The physician used another hawkone to complete the procedure since it was a short segment. No injury to patient. Analysis of the returned hawkone was completed on (B)(6) 2016. The customer experience of the hawkone having tip damage was confirmed. The returned device for investigation exhibited a kink and an expansion of the tecothane coating on the distal assembly. At the kink the tecothane coating is torn and distal assembly struts exhibit damage. The cause of the expansion of the tecothane coating on the distal assembly encountered could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.